Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation against the reported condition of a damaged spike port. The initial visual inspection confirmed the reported condition, as the spike port was missing from the bag. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional testing to determine a cause of the reported condition was unable to be performed, as an incomplete device was returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the spike port of an intravia container became separated from the container when attempting to spike. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event. No additional information is available.